Manufacturer narrative:
No physical device was received; a visual investigation was performed per pictures provided and the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation but provided a picture showing broken tray. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient woke up with one of the bands and a portion of the lower device broken off from the lower device. The device was delivered to the patient on (B)(6) 2025. The patient first used on (B)(6) 2025 and stopped using the device on (B)(6) 2025. The incident took place on (B)(6) 2025, and the patient reported the issue on (B)(6) 2025. The device was directly delivered to the patient and was cleaned with a foam cleanser.